Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "black spots were present on the duoderm extra thin dressing. The complainant notes the quantity affected is eighty -seven. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
E.1: complainant city: (B)(6) complainant state/province: (B)(6) complainant phone: (B)(6) a batch record review was carried out on (B)(6)2018 for the affected lot number 7e04765. The lot was manufactured following the applicable procedures, all the testing scheme comply with the applicable documentation, the line clearance was executed per standard operating procedures and the results were documented. The material complies with the bill of materials, process instructions, packaging and labeling, design specification, test method, material specification, and other procedures were revised, and the results are satisfactory. Sample/photo was not received. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: embedded spots - allowable for chemical manufacturing and control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. High temperature at mixer 06 may cause mass burned. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. Corrective / preventive actions will be taken for each factor identified and will be covered through corrective action / preventive actions form. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.